Event description:
It was reported that the patient presented with neck/back pain, radiculopathy, and diminished reflex. She was diagnosed with single level degenerative disc disease, l4-5, 50% listhesis l4-5 and l4-5 stenosis. The patient underwent open 360 lumbar instrumented fusion l4-5, posterior laminotomy using allograft, rhbmp-2/acs, posterior instrumentation, interbody cage, neurological monitoring, and x-ray verification of the level. There were no noted complications. The patient was discharged home the patient's 30-day nrs score was 5. The patient's 30-day odi score was 62. Post- discharge, the patient had an unspecified event, and underwent intervention.

Manufacturer narrative:
Implant date: 2012. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.